Manufacturer narrative:
Evaluation of the available information indicated that the network configuration, firewall setting, or proxy setting were incorrect. The biomed re-entered the new information provided for pacs and was then able to get a successful echo and retrieve the patient exam. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation device being used outside of a procedure. It was reported that when entering new pacs information in qr they are able to see the patient list, but keep getting an error when trying to retrieve the exam. There were no additional complications reported or anticipated as a result of the event.